Manufacturer narrative:
Patient information was requested but not yet provided. Serial number was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter email: (B)(6).

Event description:
It was reported that the patient submitted log files for evaluation for a low voltage hazard event. The log files showed a low voltage event at 7:49 on (B)(6) 2022. The patient had no further alarms.

Manufacturer narrative:
A - patient information was requested but not provided. D4 - serial number was requested but not provided. Manufacturer's investigation conclusion: the reported event of a low voltage alarm was confirmed via the submitted log file. A review of the submitted log file spanned approximately 36 days ((B)(6) 2022 per time stamp). On (B)(6) 2022 at 07:49, the low voltage and no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~5v. This was consistent with a loss of ac power. This was the first event in the log file, so the onset of the alarm was not visible. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mobile power unit (mpu) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the product being unavailable. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.